Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 440 mg/dl. Customer stated that the blood glucose was currently down to 419 mg/dl and has not treated. The customer had symptoms such as feeling woozy. Customer was not able to provide when the high blood glucose levels began. Customer also mentioned several infusion set cannula being bent. Unable to perform troubleshooting on high blood glucose issue and infusion set insertion techniques due to customer was driving home and there is no available replacement infusion set. No product returned for analysis.